Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "implanting for an accolade #2 stem pressfit with screw in insertion handle. After seating of implant in pt, md went to unscrew insertion handle. At this time, the handle came unscrewed from insertion shaft. Md attempted to unscrew shaft and a new stem was opened and inserted without incident."